Event description:
The ge oec 6600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. Pcb and connections were re-seated and performance testing done to assure proper function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable, to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a results of the noted malfunction.